Event description:
Patient was shocked a total four times with two different sets of electrodes. The first shock was at 200 joules and the second shock at 300 joules. On the second shock arcing and smoke was observed. A second set of pads were applied and each additional shock was delivered at 360 joules. The patient received minor burns in the shape of the electrode. Ballard medical is not aware of any medications being prescribed. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.